Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the proximal common bile duct (cbd) below the hilar performed on (B)(6) 2013. According to the complainant, the stent was placed to treat a benign stricture caused by the pancreas compressing into the common bile duct. On (B)(6) 2014, during a scheduled stent removal procedure, the physician noted that the stent had migrated proximally. When the physician attempted to remove the stent, the retrieval loop detached from the stent and the stent further migrated proximally into duct. The detached retrieval loop was removed using an alligator forceps. Several attempts were made to remove the stent on (B)(6) 2014 and resulted in further breaking down of the stent body. The remainder of the stent was left in place and the procedure was discontinued. On (B)(6) 2014, the physician performed fluoroscopy to the patient and noted that the stent narrowed through the stricture due to the calcification of the mass over 12 months since placement. The distal portion of the stent could not be recognized and stent wires were protruding out of and around the ampulla in a non-uniform manner. The physician attempted to retrieve the stent using grasping forceps and a hot biopsy forceps. The patient did not tolerate well the initial attempts to remove the stent and the physician chose to abort removal. In the physician¿s assessment, the patient may be a surgical candidate as the stricture had not resolved during the time the stent was placed and that he was jaundiced in appearance. The physician noted that, should surgery be an option, the surgeon is not ¿overly concerned¿ with the stent remaining in situ until then. According to the physician, surgical removal of the stent would be performed by incising the cbd laparoscopically. Reportedly, the stent remains implanted and the patient experienced some upper abdominal pain. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. ¿stent migration¿ is listed as a potential adverse event in the dfu for this product as a potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.